Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The delivery system was not returned, but the capsule was available for evaluation. Visual inspection noted that the capsule was received however the delivery system was not received. The investigation of the returned bravo capsules without delivery devices did not identify anything that would have caused or contributed to the reported event of device failed to attach however the reported condition is possible. It was reported that the bravo capsule failed to attach to patient's esophagus. The reported issue was plausible. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure the first capsule failed to attach to the patient's esophagus. A second and third attempt to place a capsule was made on the same procedure, but it did not successfully attach. A fourth capsule was placed on the same procedure and successfully attached. The three capsules were subsequently retrieved from the esophagus using a snare. The physician verified the capsule placement endoscopically. The deployment device was inserted with the capsule facing the tongue and maintained in the horizontal plane.

Manufacturer narrative:
D10 concomitant product: fgs-0636, fgs-0636 cf delivery dev caps bravo x1 (lot#62669f); fgs-0636, fgs-0636 cf delivery dev caps bravo x1 (lot#62669f) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure the first capsule failed to attach to the patient's esophagus. A second and third attempt to place a capsule was made on the same procedure, but it did not successfully attach. The three capsules were subsequently retrieved from the esophagus using a snare. The physician verified the capsule placement endoscopically. The deployment device was inserted with the capsule facing the tongue and maintained in the horizontal plane.